Event description:
Using mixing bowl gun all in one system, mixed glue powder through liquid for 1 1/2 mins with pressure in green. Surgeon glued tibia and patella. Rn placed glue on femur and noticed a lump in glue. Surgeon had already placed glue on femur. Femur was glued in place. Rn removed lump and contacted sales rep.